Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('heavy and irregular bleeding') in an adult female patient who had essure (batch no. 626798) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included norethisterone (mini-pill) for contraception. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"), arthropathy ("joint issues"), costochondritis ("costochondritis"), intervertebral disc degeneration ("degenerative disc disease"), migraine ("migraines / migraines / headaches/ chronic migraines"), tooth disorder ("dental problems"), anxiety ("psychological or psychiatric problems: condition: anxiety"), mood swings ("psychological or psychiatric problems: condition: mood swings"), depression ("psychological or psychiatric problems: condition: depression") and urticaria ("rashes or skin conditions type: hives") and was found to have weight increased ("weight gain/ weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain lower, hypersensitivity, dyspareunia, dysmenorrhoea, urinary tract infection, fibromyalgia, arthropathy, costochondritis, intervertebral disc degeneration, weight increased, migraine, tooth disorder, anxiety, mood swings, depression and urticaria outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthropathy, costochondritis, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, hypersensitivity, intervertebral disc degeneration, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('heavy and irregular bleeding') in an adult female patient who had essure (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included norethisterone (mini-pill) for contraception. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"), arthropathy ("joint issues"), costochondritis ("costochondritis"), intervertebral disc degeneration ("degenerative disc disease"), migraine ("migraines / migraines / headaches/ chronic migraines"), tooth disorder ("dental problems"), anxiety ("psychological or psychiatric problems: condition: anxiety"), mood swings ("psychological or psychiatric problems: condition: mood swings"), depression ("psychological or psychiatric problems: condition: depression") and urticaria ("rashes or skin conditions type: hives") and was found to have weight increased ("weight gain/ weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain lower, hypersensitivity, dyspareunia, dysmenorrhoea, urinary tract infection, fibromyalgia, arthropathy, costochondritis, intervertebral disc degeneration, weight increased, migraine, tooth disorder, anxiety, mood swings, depression and urticaria outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthropathy, costochondritis, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, hypersensitivity, intervertebral disc degeneration, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jul-2019: plaintiff fact sheet was received. Lot number were added. Events added from pfs-"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), urinary tract infection, pain, mood swing, depression, anxiety, hives, fibromyalgia, joint issues, costochondritis, degenerative disc disease". Event-"migraines/ headaches" clubbed to previous event- "migraines". Reporter information, concomitant drug were added. Device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.